Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted to treat a malignant duodenal obstruction on (B)(6), 2010. According to the complainant, once the stent was properly positioned, the physician encountered difficulties deploying it. The exterior tube handle of the delivery system broke off, forcing the physician to pull on the outer sheath of the delivery system in order to successfully deploy the stent. The complainant did note that the patient's anatomy was tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted to treat a malignant duodenal obstruction on (B)(6), 2010. According to the complainant, once the stent was properly positioned, the physician encountered difficulties deploying it. The exterior tube handle of the delivery system broke off, forcing the physician to pull on the outer sheath of the delivery system in order to successfully deploy the stent. The complainant did note that the patient's anatomy was tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Corrected information: the stent was placed under endoscopic and fluroscopic view. There was resistance noted at the beginning of stent deployment.

Manufacturer narrative:
The stent delivery system has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted to treat a malignant duodenal obstruction on (B)(6), 2010. According to the complainant, once the stent was properly positioned, the physician encountered difficulties deploying it. The exterior tube handle of the delivery system broke off, forcing the physician to pull on the outer sheath of the delivery system in order to successfully deploy the stent. The complainant did note that the patient's anatomy was tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Corrected information: the stent was placed under endoscopic and fluroscopic view. There was resistance noted at the beginning of stent deployment.

Manufacturer narrative:
Examination of the returned device noted that the outer sheath was fully retracted and that the stent was deployed. The stent was not returned for analysis. It was noted that the deployment handle had detached from the outer sheath and that there was a bend in the stainless steel shaft. Slight resistance was noted in the movement of the outer sheath as it was retracted over the bend in the stainless steel shaft. An examination of the stent holder found no anomalies. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.